Event description:
New information received on may 3, 2019, indicates that programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented post procedure with an atrial lead that was oversensing far p-waves. No resolution was reported, and the patient was stable.